Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -9/0.5/152 sphere, cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was removed and exchanged for a longer length lens due to low vault. This exchange resolved the problem.

Manufacturer narrative:
The lens was returned dry in a micro centrifuge vial. There was residue on product. Visual inspection found the haptic deformed, foreign material on lens surface (residue on lens) and the lens haptic caught in vial cap. (B)(4).